Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. The device was unable to connect to the patient's rf transmitter. A software update was recommended and the patient was shipped an inductive transmitter.

Event description:
New information received notes that the patient was able to send transmission via inductive transmitter. During routine follow-up on (B)(6) 2019, software upgrade was performed and rf chip was restored without any complications. Patient was stable.